Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. A potential failure mode could be ¿place the unit backward inside the package¿ with a potential root cause of ¿lack / incorrect instructions and/or visual aid for operation of fill the cavity¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the touchless plus vinyl catheter was packaged upside down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the touchless plus vinyl catheter was packaged upside down.